Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
There was an obvious decline in the user's hearing performance noticed by guardians after a head trauma. After 6 months of observation, the situation did not improve. Reportedly, the hearing perception was good before the event occurred. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was an obvious decline in the user's hearing performance noticed by guardians after a head trauma. After 6 months of observation, the situation did not improve. Reportedly, the hearing perception was good before the event occurred. The user was re-implanted.